Event description:
An altitude alarm was reported by the customer due to pump issues. There was no adverse impact on the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer was instructed to clean the speaker holes and reconnect the cartridge, suspending insulin temporarily. After following these steps, the pump resumed normal operation, and tips were provided to prevent future altitude alarms.